Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an attempted low voltage lead implant the lumen of the first lead became obstructed after numerous stylets were placed and removed from the lead lumen. The lead was not implanted and a second lead implant was attempted. The second lead exhibited an issue where the helix would no longer retract after multiple extensions and retractions. The second lead was not implanted and a replacement lead was used instead. No patient complications have been reported as a result of this event.